Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. A single high impedance measurement had been observed on the atrial lead. The patient would continue to be monitored.